Manufacturer narrative:
Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that there was an infection, reportedly (B)(6), at the pocket site. It was stated that the patient was admitted to the hospital after she became symptomatic for 14 days starting (B)(6) 2005. The patient was admitted with abdominal pain, nausea, vomiting, and fever. The patient was hospitalized and placed on intravenous zosyn. After 3 days, the patient was not responding to the antibiotics. Abdominal CT scans revealed an abscess which was aspirated and sent for cultures. On (B)(6) 2005, the health care provider (hcp) performed a surgical incision and drainage. Cultures revealed (B)(6). The patient was reportedly switched to vancomycin, which she received for two days until developing a rash, followed by zyvox. The entire device system was explanted on (B)(6) 2005. The device was reportedly being sent for analysis. Outcome was ¿closed¿ and not ongoing as of (B)(6) 2005. Additional informationwas requested but not yet received at the time of the report.